Manufacturer narrative:
H3. Analysis of the recharger found a nonconformance. The recharge antenna failed due to getting stuck on the "checking the recharger" screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device.  The reason for call was caller stated that since yesterday they have been seeing a message on their controller that says to replace the battery soon. Caller stated the controller battery is 100% and the implanted neurostimulator is 60%. Caller added that the controller will sometimes turn off and they can't turn the controller back on because the screen is black and dark. Caller noted that they have tried resetting the controller which will resolve the issue briefly, but when they try and recharge the implant again the same thing will happen. Agent had caller examine the equipment for damage; caller noted no visible damage. Caller connected the recharger and confirmed recharging excellent. Caller continued charging for a few minutes and without even moving saw "reposition the antenna and try again." Caller said they didn't even move and just pressed try again and went back to "recharging" but without a quality listed. The issue was not resolved. An email was sent to the repair department to replaced the recharger. Caller noted they're "not thrilled" with the placement of their implant as it's right at their waistband and they wish it could have been placed a bit higher in their back.